Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Cause of type I endoleak). Eval, conclusion: (cause of type I endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aneurysm was in zone 3 of the thoracic aorta. Vessel morphology was not reported. It was reported there was a proximal type 1 endoleak post stent graft implant. Another manufacturer's balloon was used to model the stent graft; however, the endoleak did not resolve. The physician decided to implant a (B)(4) to treat the type I endoleak. During the deployment of the stent graft, the apexes of the stent graft deployed misaligned and partially covered the lca (ref MFR 2953200-2011-00398). The type 1 endoleak was still present. The physician modeled the stent grafts with a balloon; however, the endoleak did not completely resolve. There was blood flow into the lca and because of that, the physician elected to monitor the pt. No further intervention has been reported. No additional clinical sequelae were reported, and the pt is fine.